Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: s-rom m head 36mm -3 hip femoral head; pinnacle mtl ins neut36idx56od hip acetabular liner; pinnacle multihole ii cup 56mm hip acetabular cup; srom*stm st,36+8l nk,18x13x160 hip femoral stem; unknown hip femoral sleeve; pinn can bone screw 6.5mmx25mm hip acetabular screws x 3; pinn can bone screw 6.5mmx20mm hip acetabular screws x 2; pinn can bone screw 6.5mmx30mm hip acetabular screws x 1; pinn can bone screw 6.5mmx15mm hip acetabular screws x 1. (B)(6).

Event description:
Patient seeking legal action. Pfs and medical records received from legal. Update: 5/17/13 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. It was also noted that during the surgery, fluid collection, metallosis and acetabular loosening was discovered. The acetabular cup is being reported at this time. Update 27 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what previously alleged, ppf alleges pseudotumor, loosening of cup, metal wear and metallosis. Added stem due to previous allegation of toxic cobalt chromium metal ions. Added screws due to allegation of cup loosening. Doi: (B)(6) 2007 - dor: (B)(6) 2009 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.